Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2407 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC groshong next was used to administer contrast with high pressure. A few days later it started leaking. Complaint relating to a break of a PICC groshong which occurred at the facility. The episode that took place about two weeks ago occurred following the administration of contrast medium using a high pressure infuser during radiological investigations. After a few days, the nurse in charge of the implant found that infused substance leaked from the junction between the "luer-lock connection" and the silicone extension. The event had no consequences for the patient and it all ended with the removal of the injured device and the repositioning of a new device.